Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was used during a biliary stent implant procedure for a post liver transplant stricture, which was performed on (B)(6), 2017. According to the physician, when they deployed the biliary stent inside the patient¿s duct, it did not separate from the catheter due to the guide catheter detaching and ¿getting stuck¿ in the stent. The physician sent the patient to surgery where they separated the catheter from the stent, and the stent remained implanted in the patient as intended. The procedure was completed with no complications to the patient and the patient¿s current condition is reported to be ¿stable¿.